Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician stated it was too difficult to place the right ventricular (rv) lead from the right side. The physician opted to remove and replaced successfully with another lead. No patient complications have been reported as a result of this event.